Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event. Physio replaced the device's 3rd party usb data cable as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly multiple times while they were attempting to connect defibrillation electrodes and a 4-lead ECG cable. The crew reported that the device had 2 fully-charged batteries in it when the display turned white and the device lost power. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer to obtain additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly multiple times while they were attempting to connect defibrillation electrodes and a 4-lead ECG cable. The crew reported that the device had 2 fully-charged batteries in it when the display turned white and the device lost power. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer to obtain additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
The initial medwatch report indicates: code # 2692 ¿ na code # 4019 ¿ unlabeled physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event. Physio replaced the device's 3rd party usb data cable as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. The initial medwatch report should indicate: code # 2692 ¿ na code # 4019 ¿ unlabeled physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.